Event description:
It was reported the catheter was cut by accident in 2008 during back surgery. The doctor sewed it or something and six months later the patient had back surgery again and new tubing was put in. The doctor did not tell the ¿pain people¿ what happened (that the pump ¿wasn¿t working¿) so they thought the patient was getting medicine through the pump which was sewn shut so the patient couldn¿t get any. The patient went into withdrawals that affected the heart. This occurred 2 days after surgery. The patient went to detox. The catheter was replaced in (B)(6) 2009. The pump was never filled with medicine because the patient was always afraid.

Event description:
Additional information: patient's current healthcare provider had started seeing the patient since (B)(6) 2012 and indicated that the catheter event occurred in 2010 and had no information related to it. Patient currently had saline in the pump and was to have a pump replacement on(B)(6) 2014. Drugs currently in the pump were baclofen, fentanyl and dilaudid. Patient was seen on (B)(6) 2014 and was noted to be doing well. Additional follow-up with healthcare provider who revised the catheter in 2009 indicated the following: they did not know what were the drugs in the pump at the time of the event. It was stated that patient's symptoms were extensive and related not only to the transected catheter, but also to her postlaminectomy syndrome, arachnoiditis, and painful retained hardware. Per operative notes dated (B)(6) 2009 it was noted that they were easily able to identify the connecting tubing which was still in the subcutaneous tissues and easily retrievable through the incision. Under fluoroscopic guidance a 14-gauge tuohy needle was placed into the lumbar cistern opposite l2-l3. There was return of clear colorless csf. They trimmed excess tubing, connected it to the connecting tubing which remained. This was then secured to the deep fascia. Patient was later seen on (B)(6) 2014 and noted to be doing remarkably well with her surgery; "this would include having the pump revised, placement of a spinal cord stimulator and having irritable retained hardware removed". It was stated that the surgery in which the catheter was damaged was performed at a different institution by another spine surgeon and they did not know the specific date of that surgery.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).